Event description:
It was reported that a patient presented with post-sensed t-wave over-sensing noted on the patient's right ventricular lead and implantable cardioverter defibrillator. No intervention was reported. No information regarding adverse patient consequences were reported.